Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus south korea there was the possibility that the reported phenomenon was attributed to the failure of the electrical circuit board due to the aged deterioration of the electrical component of the board because six years have passed since the manufacturing of the subject device.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the front panel of the device was blinking during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4). And found that some leds on the front panel were lit and no action was taking place. This event may have been due to a software or hardware problem that caused the boot to fail. It was also found that the circuit board of the device was defective. There was no report of patient injury associated with this event.